Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: device code 2978 captures the reportable issue of bands damaged/defective (fractured). Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was rolled in the handle assembly, it was kinked and it was secured in the handle slot. The slack was removed properly. A crimp was present on the tripwire. It was noted that the ligator head found seven bands present that were damaged and overlapped. Additionally, the suture was attached to the tripwire and one knot was missing. The ligator teeth were damaged. It was also noticed that the suture loop and suture hole were in good condition. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event of failure to deploy was confirmed. The ligator teeth were found damaged. This was likely caused by interaction with the endoscope or other devices and this can lead to additional tension on the suture and improper deployment of the bands. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, it was observed that the band was fractured. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). Captures the reportable issue of bands damaged/defective (fractured). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, it was observed that the band was fractured. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.